Event description:
The customer reported the device failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no report of patient involvement. Philips evaluated the device, the malfunction was confirmed and resolved by replacing the power supply.